Event description:
The probechek urovysion control slides are non-hybridized slides prepared with cultured normal male lymphoblast cells and cultured bladder cancer cell lines. Each control slide consists of two separate target areas in which each of the different cell types have been applied. The cell lines are harvested, fixed in suspension medium and applied to the glass microscope slides in a method optimal for fish (fluorescence in situ hybridization). A customer reported that slides in a probechek urovysion bladder kit control slides package were broken upon receipt. There was no report of injury. The probechek urovysion bladder kit control slides package insert indicates that these slides contain human sourced and/or potentially infectious components. If the issue of customers receiving broken probechek slides were to recur, it is possible that customers could cut themselves with a potentially infectious slide. Therefore, recurrence of this issue could potentially cause or contribute to serious injury or death.

Manufacturer narrative:
Elevated complaint investigation (ecinv) (B)(4) is associated with MDR 3005248192-2015-00011. An MDR follow-up report will be submitted after the ecinv is finalized.

Manufacturer narrative:
Summary of elevated complaint investigation (ecinv) (B)(4) for MDR 3005248192-2015-00011 follow-up report 1: the investigation included review of customer-supplied images, inspection of abbott molecular (am) retention samples from the lots in question, review of device history records, and review of CAPA and complaint report records. Related manufacturing and test records were reviewed, and no errors were identified. The manufacturing process is a manual process. Slides are 100% inspected at the manufacturing stage for specific issues including damage. Once placed into kits, the kits are sampled and inspected by quality control (qc). No issues were noted. In addition, a process is in place to minimize damage during shipment of slides from am. Review of the customer-supplied images did show damaged slides. Visual inspection of the qc retention samples from each lot in question (quantity: 3 slides per lot) showed no signs of damage. Other than the two complaints being addressed by this investigation (each complaint logged against a different lot of slides), there have been no other reports of broken slides in the past 12 months. One CAPA related to broken slides was identified. This CAPA was opened proactively as a result of management review to make improvements in three areas to minimize the potential for broken slides. The CAPA was resolved in (B)(6) 2014. (B)(4) which indicates that the issue may be seen with a frequency of "occasional." No systemic product deficiency has been identified. Note1: the other complaint referenced in (B)(4) is addressed by MDR 3005248192-2015-00013. Note2: MDR 3005248192-2015-00011 follow-up report 1 contains a correction: initial reporter/ name and address information.